Event description:
It was reported that plunger was difficult to move and leakage occurs because when pulled too hard plunger comes out and medication leaks with bd¿ 1ml, 30g x 8mm insulin syringe. The following information was provided by the initial reporter: consumer reported it takes her a few tries with drawing her 85 units because it's hard to pull on plunger rod. Stated there are times when she has pulled the plunger rod completely out and wasted medication. Stated the syringe is a poor design and plunger rod should have something on the end to prevent it from coming out. Stated the needle is not sharp/dull. No injury

Manufacturer narrative:
Investigation: customer returned (2) 1cc, 8mm, 30g walgreens syringes in an open poly bag from lot # 8176693. Customer states that it's hard to pull on plunger rod, she has pulled the plunger rod completely out, and the needle is not sharp. Both returned syringes were tested and both plunger rods were able to be exercised in the barrel without being pulled out of the barrel or any other defects. Both samples were also tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 30g: 0.0120¿-0.0125¿): data; point; outer diameter (in); lube. Sample 1: good, 0.0121, good. Sample 2: good, 0.0121, good. All observations fall within specifications. A review of the device history record was completed for batch# 8176693. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger was difficult to move and leakage occurs because when pulled too hard plunger comes out and medication leaks with bd¿ 1ml, 30g x 8mm insulin syringe. The following information was provided by the initial reporter: consumer reported it takes her a few tries with drawing her 85 units because it's hard to pull on plunger rod. Stated there are times when she has pulled the plunger rod completely out and wasted medication. Stated the syringe is a poor design and plunger rod should have something on the end to prevent it from coming out. Stated the needle is not sharp/dull. No injury.